Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly and the motor error alarms. All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarms noted during testing. The pump also had a cracked reservoir tube lip, minor scratches on the lcd window, a scratched case, a scratched keypad overlay, a scratched reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was between 110 and 157 mg/dl. Customer reported that several hours prior to the call, he had a blood glucose level of 33 mg/dl which was treated with a glucose injection. The customer also reported that this low blood glucose level caused him to go to the hospital. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.